Manufacturer narrative:
(B)(4).

Event description:
A consumer's family reported that the patient suddenly was symptomatic. His mood was changed including anger, grumpy, headache with stabbing pain over the right eye and confusion. On the day of this report, patient services had patient checked the device with patient programmer, the device was on and ok. A sudden change in symptom was noted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were parkinson's dual and movement disorders